Event description:
A report was received via social media that the patients body was rejecting the implanted device. The patient had an emergency surgery and underwent an explant procedure. No further information could be obtained.